Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic wire which extends into the cornu and is tightly embedded within the uterine tissue') in an adult female patient who had essure (batch no. D23520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, endometriosis, paratubal cyst, nabothian cyst, female sterilization and uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and genital haemorrhage ("bleeding") and was found to have uterine leiomyoma ("fibroid "). The patient was treated with surgery (laparoscopy total hysterectomy with removal of tube(s} and/or ovary(s)). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, uterine leiomyoma, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered embedded device, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: on the left side, she had about 3 coils left inside of the cavity, on the right side, she had coils inside the tube. Discrepancy noted in date of insertion (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Batch no: d23520, production date: 2014-10-27, expiration date: 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received -new event pain, bleeding , fibroid were added. New reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic wire which extends into the cornu and is tightly embedded within the uterine tissue') in an adult female patient who had essure (batch no. D23520) inserted for female sterilisation. The patient's medical history included adenomyosis, endometriosis, paratubal cyst, nabothian cyst, female sterilization and uterine fibroid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy with removal of tube(s} and/or ovary(s)). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: on the left side, she had about 3 coils left inside of the cavity, on the right side, she had coils inside the tube. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.